Event description:
It was reported that the patient's right hip was revised due to the head breaking into several pieces. All implants were removed. Rep does not have any additional information at the time of report. Update: the cup was not revised. The liner was replaced. The stem was replaced due to the trunnion being damaged.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a ceramic head was reported. The event was confirmed via provided photographs of the device and clinician review of provided medical records. Method & results: product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs show a ceramic head that has fractured into many fragments. The fragments are covered in blood and tissue. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the ceramic head fractured. The reported device was not returned; however, photographs were provided for review. The photographs show a ceramic head that has fractured into many fragments. The fragments are covered in blood and tissue. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.